Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a couple of hours postoperative from a low anterior resection, scoping was performed and found that there was staple line bleeding at the anastomosis. The bleeding did not exceed 500 cc. The doctor transected and redid the anastomosis with another stapler.